Manufacturer narrative:
Investigation determined that the proximal bond of the catheter had failed. The root cause was determined to be component misalignment. This is being addressed through (B)(4).

Manufacturer narrative:
Investigation determined that the proximal bond of the catheter had failed. The root cause was determined to be component misalignment. This is being addressed through CAPA (B)(4).

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Patient has previous sphincterotomy and known large stone. Surgeon was reluctant to cut further due to higher risk of bleed with previous sphincterotomy and wanted to do dase. Balloon was placed without any problem but when assistant tried to inflate the balloon, he could see contrast leaking from the top of balloon. They changed the balloon in case it was an odd faulty one, second one had exactly same problem. He had to reluctantly cut to take stone out which bled, but settled down. Patient as such did not come to harm but it did prolong the procedure and did not go as planned. I could not identify anything odd about the balloon or the procedure.